Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior the date of event. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without any interruptions or error messages. Energy and voltage parameter were within specifications throughout the day and no issues were seen. A root cause has not been identified, as the system was operating within specifications. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A surgical technician reported a patient with dry eyes at three months post lasik treatment; the patient reported blurry vision. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.